Manufacturer narrative:
(B)(4). Evaluation of the returned device indicated it was not deployed, as all the components were in pre-deployed position. Inspection revealed a sheath kink just distal to the o-ring. Challenging anatomical conditions, such as the reported scarred tissue in the target groin, could be a contributing factor. Introducing the device into the patients anatomy at an angle greater 45-degree could also be a contributing factor; however, this was not reported. No manufacturing or quality deficiency was detected. The probable cause for the sheath kink is inserting the device into the patients anatomy against resistance. A review of the device history record did not reveal any non-conforming material records associated with this lot.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, difficulty was experienced during insertion of the device into the arteriotomy. The device was removed and another proglide was successfully used to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The estimated weight of the patient who was described as approximately (B)(6). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Additional information to intial medwatch: scar tissue was present in the target groin site.